Manufacturer narrative:
(B)(4).

Event description:
Procedure: urological/gynecological. According to the reporter, the patient underwent a procedure for treatment of stress urinary incontinence, pelvic organ prolapse and other symptoms. Allegedly, the patient experienced pain, injury and has undergone corrective surgery.